Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the control-iq algorithm delivered an auto-bolus. In response to the continuous glucose monitor (cgm) sensor reading. However, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 169-400 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 44 mg/dl. Customer gave a glucagon shot to address bg level, and went to the emergency room (ER) by paramedics. Customer was treated with sugar water by paramedics and "nothing" when admitted into the ER. Customer was released from the ER on (B)(6) 2023 with the issue resolved. And no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.